Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump did not charge on the supplied wireless charging pad, with the charger showing a solid green indicator while the pump¿s battery continued to drain; using an alternate wireless charger, the pump began to charge and the user subsequently reconnected. Symptoms included elevated blood glucose to 194 mg/dl while disconnected from insulin delivery. Outcomes included stabilization of blood glucose after charging and reconnection, with no hospitalization, alerts, or alarms reported. Investigation included remote troubleshooting, confirmation with an alternate charger, and arrangement for replacement of the charging pad. Investigation of this case revealed that the original charging pad was not effectively transferring charge to the pump, while the pump functioned when an alternate charger was used, consistent with a charging accessory malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a defective or malfunctioning wireless charging pad.